Manufacturer narrative:
Additonal lot numbers were reported (lot# m012655, m013872). The device is expected to be returned; however; the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customers blood glucose level was not impacted.